Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Device received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted.

Event description:
It was reported via phone call that the customer's weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and insulin pump was not working as well as battery out limit alarm. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the contact on the battery cap was neither missing nor damage nor corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return. Customer reported that they were able to clear the alarm. Customer states they did not receive a request to rewind insulin pump. Insulin pump was alarming at time of call. Customer was assisted with clearing alarm. Customer states the batteries were not out of insulin pump greater than duration allowed by the insulin pump. Customer did not receive failed battery test but the insulin pump display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.